Event description:
It was further stated that the area around leads had a persistent infection. There was also questionable biological residue around the generator so the whole system was explanted. The patients status was alive with no injury. It was also further noted that the culture was done of the device pocket. If additional information is provided, a follow up report will be sent.

Event description:
It was reported that an infection occurred at the patient¿s lead/extension site. The patient was experiencing pain, fever, sweating , and swelling. There was also drainage and the incisional wound had opened. Upon examination, the physician determined that the site was infected. A culture of the lumbar area was done. The type of organism cultured was not specified/known. The patient was given antibiotics. The patient¿s status was alive with no injury. Additional information was requested, but not available. If additional information was presented, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-56, lot# va0cqxh, implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4), implanted: 2014 (B)(6); product type programmer, patient product ID 97754, serial# (B)(4), implanted: 2014 (B)(6); product type recharger product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3888-56, lot# va0cqxh, implanted: 2014 (B)(6); product type lead product ID 3888-56, lot# va0cqxh, implanted: 2014 (B)(6); product type lead product ID 3888-56, lot# va0220r, implanted: 2014 (B)(6); product type lead product ID 3888-56 lot# va0cqxh, implanted: 2014 (B)(6); product type lead product ID 3888-56 lot# va0cqxh, implanted: 2014 (B)(6); product type lead product ID 3888-56, lot# va0cqxh, implanted: 2014 (B)(6); product type lead product ID 3888-56, lot# va0220r, implanted: 2014 (B)(6); product type lead. (B)(4).